Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt white suture broke during tensioning. This was discovered during an aclr procedure on (B)(6) 2023. The case was completed by removing everything from inside the patient and using another ar-1588rt acl tightrope rt. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt serial/batch 15063357 was received for evaluation. Visual evaluation noted that the tensioning (white) suture was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.